Event description:
It was reported that the buttons on the insulin pump are not responding. It was stated that the customer tried to deliver a bolus and the numbers start ramping. Customer removed the battery and the buttons were still not working. Customer stated that this is the third time the device gets replaced this year; was frustrated and stated was thinking to changing to a different brand. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. Insulin pump had a cracked display window corner and cracked reservoir tube lip.